Event description:
Information received by medtronic indicated that the insulin pump retainer ring was missing. The customer stated that the reservoir was able lock into place. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.